Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. No devices were received; therefore the condition of the components is unknown. Part and lot identification are necessary for review of device history records, neither were provided. This device is used for treatment. Unable to perform a compatibility check based on the provided information. Unable to perform a complaint history review based on the provided information. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Without the opportunity to examine the complaint product, root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Manufacturer narrative:
The following could not be completed with the limited information provided. Dob - ni, weight-ni, date of event - ni, expiration date ¿ ni, date implanted ¿ ni, date explanted ¿ ni, manufacture date - ni.

Event description:
It has been reported that a patient is being considered for a knee arthroplasty revision surgery. The cause of the revision as well as the date of the revision is unknown.